Event description:
The patient reported the patient has had a "racing heart while in bed or watching tv" ever since the new pacemaker was implanted. Reprogramming was done and even when paced at 70 ppm (lower rate) the patient says they have a "rocking feeling". The lower rate was reprogrammed to 60 ppm. The patient still felt the "rocking feeling" but it was a lot less. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).